Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's needle (cannula) had caused a large infection of two inches (approximately) which was away from the belly site. It was stated that the infection started the size of a needle and grew to be as large as a quarter. After removal of the infusion set, the patient's blood glucose level started rising. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2021, the patient was admitted to the hospital. The patient's highest blood glucose level was 250 mg/dl and the infusion set had been used as per the standard usage. During hospitalization, she received fluids of saline, insulin, antibiotics via intravenous route (6 weeks) for infection and unspecified intravenous medication (drug unknown) as corrective treatment, which resolved the issue. On (B)(6) 2021, she was released from the hospital with a scarring infection. Moreover, she did not noticed any damage to the infusion sets when the package was first opened. Further, they have not replaced the infusion set and was currently on multiple daily injections for insulin therapy. No further information available.